Event description:
It was alleged that during an anterior cruciate ligament procedure the arthroscopy pump caused extravasation to the pt's left knee. It was reported that the pt's knee began to swell, and had to be opened by the physician.